Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawer had failed to open. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the resulting delay in dispensing medication. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A technical support specialist confirmed that the user logs out to the login screen. Upon retrying the medication issue, the problem did not reoccur. The system functioned as intended after the technical support specialist troubleshoot the device.